Event description:
Gamma3 nail was removed from patient at (B)(6) hospital. The nail failed and had to be removed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.